Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and release criteria was checked. After all release criteria was met the physician unscrewed the closure device from the core wire of the wds. After the device was released, it was noted that the closure device had shifted in the laa. The physician chose to leave the closure device as it was positioned. Three hours post procedure it was noted via transthoracic echocardiogram that the closure device had embolized out of the laa and into the left ventricle of the patient. The patient was brought to have open heart surgery to remove the closure device. The closure device was successfully removed during surgery and the laa was ligated. The patient did well following these events and was discharged from the hospital.